Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro endoscopic muscle-preserving interlaminar decompression at l4/5 due to spinal canal stenosis. Intra-operatively, the tip of the instrument broke. No fragment of the product is remaining in the patient. It was suspected that the event occurred due to the overload at the time of twisting when the surgeon attempted to remove the bone. There were no patient complications as a result of alleged event.